Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion after the device declared end of life (eol). The patient was lost to follow up for the previous 2 years before the change out. The device exceeded the estimated nominal longevity. However, upon explant of the device, the header was noted to be loose. The device was successfully explanted and replaced with no adverse patient effects reported.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the header was slightly loose but intact. All seal plugs intact and all setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing that verifies device functionality commensurate with battery status. Laboratory analysis confirmed that the device header was loose and consistent with induced damage, and that the device met specification for longevity.